Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation and seroma-late.

Event description:
Healthcare professional reported "right exchange with no complaint against the device." Health care professional additionally reported right side capsular contracture baker grade IV, deflation and seroma-late. Device has been explanted and replaced.